Manufacturer narrative:
B3: updated the date of event. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the root cause of the ¿battery communication failure alarm¿ was due to a defective pbm circuit board.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the console started with a yellow battery comm failure. There was no patient involvement. No additional information was provided.